Manufacturer narrative:
Additional information. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was being considered for weaning at the time of admission. Lactate dehydrogenase levels ranged between 2113 and 2500. The patient's speed was decreased by 200 rpm/day while hospitalized. The last echocardiogram that was reported showed an ejection fraction of 44% on (B)(6) 2019.

Manufacturer narrative:
Manufacturer investigation conclusion: a specific cause for the report of possible thrombus could not be conclusively determined through this evaluation, and a direct correlation with heartmate ii lvas, serial number: (B)(4), could not be conclusively established. In addition, the evaluation of the submitted system controller log file identified minor elevations in pump power and estimated flow; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log file captured minor elevations in pump power and estimated flow on (B)(6) 2019, reaching values up to 9.2 w and 10.4 lpm, respectively. Despite these findings, the pump appeared to have functioned as intended at the fixed speed throughout the duration of the data. The heartmate ii lvas IFU lists device thrombosis and hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 year and 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had suspected thrombus with symptoms of brown urine and elevated lactate dehydrogenase (ldh). An echocardiogram was performed and a possible thrombus was seen on the right coronary cusp of the aortic valve. A chest CT was performed but was unable to detect or evaluate thrombus. No further information was provided.